Event description:
The facility reports the hoist was in the highest position and the resident was secured with the safety strap. Usually the resident has sufficient trunk balance. When the resident has an epilectic seizure, patient has a flaccid tones instead of a spasm. The result is too much weight on the front leg of the lift. The resident suffered bruises on resident's chest and shoulder.